Event description:
Customer reported that she was unable to do a bolus due to her insulin pump froze. Unable to perform any test due to the insulin pump freezing. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on the keypad traces.